Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2003v and the haptic was stuck under the lens while advancing. During advancement, the haptic broke. The lens was not implanted and there was no patient injury. The model and lot numbers of the cartridge were not specified by the facility.